Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect(s) of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex artery with mild calcification and mild tortuosity. Pre-dilatation was performed with a 1.5 x 12mm trek balloon and then a 2.50x5mm xience sierra drug eluting stent (des) was deployed in the target lesion. However, a distal edge dissection was observed. The dissection was successfully treated with a 2.25x15mm xience sierra stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.